Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Related manufacturer reference number: 2938836-2019-15946 and 2938836-2019-15947. It was reported that on (B)(6) 2019, the patient presented with chills which resolved upon arrival to the emergency department. All patient testing was normal. Patient was sent home. On (B)(6) 2019 the patient presented to the clinic with upper arm weakness and pain, nausea and sob. Gram-positive cocci and clusters were noted. The infection was treated with antibiotics. On (B)(6) 2019 the system was removed from the patient's left side and an external temporary single chamber pacemaker was install on the right side via the right jugular vein. The physician stated he believes the infection was due to the tvp system and the fact that this patient is homeless. The patient was stable.